Event description:
The field engineer reported that a control panel error and a communication failure error were found in the system logs. These errors may cause the system to lock up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation boards and connectors were reseated and the system software was reloaded. The system was then found to be operating as intended.